Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. Method: the actual device involved was returned and is currently under evaluation.

Event description:
According to user facility, the device was removed from use with pt due to silicone coming apart. No incident related medical sequela was reported.